Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer followed technical support's instructions to inspect and clean the pump components and successfully completed the load process, allowing them to resume insulin administration.